Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The impella is unlikely to have contributed to the anemia; however, bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
An impella 5.5 device was inserted surgically into the right aorta in a 73-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, and on a ventilator for respiratory support prior to initiation of support. The impella was inserted for ventricular support during a high-risk surgery for a coronary artery bypass graft (CABG) surgery. After transfer to the intensive care unit (ICU), the patient received blood for a hemoglobin of 7.6. The post-procedure outcome at explant is survived. Anemia is a very common complication post-CABG. High-risk surgeries require intense blood thinners, increasing the risk of both active bleeding and postoperative blood loss. The impella is unlikely to have contributed to the anemia; however, bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The pump was returned for evaluation. Section d9 has been updated.